Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Device evaluated by MFR.: promus elite ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope identified stent damage with the mid struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3mmx28mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. A 32 x 3.00 promus elite mr drug-eluting stent was used for treatment. However, the physician had difficulty to negotiate the bend of the lesion and noticed that the stent strut lifted and damaged in the middle portion. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 3mmx28mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. A 32 x 3.00 promus elite mr drug-eluting stent was used for treatment. However, the physician had difficulty to negotiate the bend of the lesion and noticed that the stent strut lifted and damaged in the middle portion. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.